Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0srpx, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). (B)(6).

Event description:
It was reported that patient noticed not feeling stimulation after x-ray while admitted in the hospital for respiratory problems and had bronchoscopy. The patient was also on medications so maybe that was why she was not feeling the stimulation. The patient was not having return of symptoms. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information.